Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous but heavily calcified popliteal artery. A 3.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good.